Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment. Treatment with steroid cream (specific date and duration not reported) was unsuccessful. Subsequently, the patient was placed under general anesthetic to undergo two revision surgery on (B)(6) 2023, in order to excise the hyperopic scar tissue and to replace the abutment. The implanted device remains.